Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted during the index procedure. It is reported that the patient expired approximately 6.5 months post index procedure. (Ref MFR # 9612164-2011-01400 <(>&<)> 9612164-2011-01401).

Event description:
A myocardial infraction is reported to have occurred approximately 5 months post the index procedure. No further details provided

Event description:
It has been reported that the patient death occurred one month earlier than previously reported.

Manufacturer narrative:
It is reported that the patient death occurred on the (B)(6) 2011 not the (B)(6) 2011 as previously reported. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (death).